Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer reported that they obtained readings of 7.7 mmol/l and 1.2 mmol/l within a ten min timeframe. When plotted on a parkes error grid, the results fell within the "c" zone and are considered significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and no new issues were observed. All results were within the range specifications and no errors were observed during control solution testing.